Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. It was also seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that six months after the dental implant was placed, in ada site #10 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type I. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that six months after the dental implant was placed, in ada site #10 of the patient¿s mouth, non-osseointegration was observed. Patient presented bone type I. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.